Event description:
Related to MFR report # 2183959-2010-00353. It was reported that a perigee mesh device was implanted to treat for "pelvic organ prolapse" and has allegedly caused the patient, "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.